Event description:
Removal of right ruptured silicone breast implant, open periprosthetic capsulectomy, left mastopexy due to rupture and grade 3 capsular contacture. There was puncture wound on underside of implant. Implant was covered with small amount of silicone gel.